Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet and would not charge pass 15 percent. Subsequently, the battery gauge was observed to be fluctuating. The customer's blood glucose level ranged from 180-200 mg/dl. Reportedly, the alert cleared and the pump successfully began charging after leaving the pump plugged into the power source. In addition, it was reported that an occlusion alarm occurred. Customer declined to troubleshoot the occlusion. The customer continued to use the pump for insulin therapy.